Event description:
The customer reported the evis exera iii video system center image is squiggly and an e316 error was noted. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac confirmed that the df set was on and changed the printer to off. Afterwards, an e316 error appeared. The customer confirmed that the maj-1918 cable was coming from the maj-1916 adapter box that was plugged into option 1. Tac asked the customer to move it to the adapter port which resolved the e316 error. Furthermore, the customer mentioned that the video image on the provation was squiggly. The issue was resolved by changing the image output format setting from hd to sd. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.